Event description:
The customer reported that the stenoscop system would not boot up. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the service call. No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported. No add'l info was provided.